Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and high blood glucose levels. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. The customer states pump was not working needed a new battery, pump was not recognizing the battery she inserted. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer will be sent a new battery cap to see if that solves the blank display. The insulin pump will not be returned for analysis. Customer decline to trouble shoot for high blood glucose levels.